Manufacturer narrative:
Unknown taper. Device evaluation: the device was returned for analysis and visual examination was not able to confirm the connector type as the port was not returned. Visual inspection noted yellow discoloration on band ring. Blue discoloration was observed on the belt, buckle, and on the inner and outer surfaces of the band. An air leak test was performed and leakage was observed on two spot on the end plug and one on the belt/collar junction. Under microscopic analysis adhesive failure was noted between the end plug and the shell, which is consistent with a workmanship issue. Three sharp openings were observed on the belt/collar junction. The band tubing was broken with striations consistent with surgical end cuts to remove the device.

Event description:
Additional information received noted the patient had a port leak and replacement on (B)(6) 2015 prior to the lap-band system removal.

Manufacturer narrative:
Strain relief: further information has been requested of the initial reporter regarding device information. To date, no additional information has been received by apollo. The device has been received by apollo and is currently undergoing analysis. Device labeling addresses the possible outcome of leaks as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leak of lagb at lateral inner end of labg balloon." The patient's lap-band system was explanted.

Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 08/10/2016. Corrected data: model/lot #, device manufacture date. Device history record: a device history record (DHR) review was performed, and noted the subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints in the apollo database for this lot number.